Manufacturer narrative:
The anchor was discarded. The x-rays provided confirm lead migration. Additional details for the event reported the patient¿s physical activity shortly after the implant procedure (i.e. Lifting large containers of gasoline and receiving a massage), which may have contributed to the migration. The surgical guide details post-operative instructions, "after implantation of the evoke system, patients should take care to allow adequate healing and ensure that the leads and cls do not move. For six to eight weeks after surgery, patients should avoid: lifting more than 11 lbs. (5 kg); physical activities requiring stretching, bending or twisting; raising their arms above their head repetitively." Without the return of the device, it is not possible to reach a definitive root cause. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes" and continues by stating "the patient may require surgery (including revision, explant, and replacement)".

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An x-ray confirmed lead migration. The system was explanted. The patient reported picking up 5-gallon containers of gasoline and recieving a massage or manipulation in the weeks following the permanent implant procedure.